Manufacturer narrative:
The cited m540 and its log files, spo2 pod, spo2 intermediate cable and spo2 sensor were provided for the investigation. Additionally a video displaying the reported problem was provided. The log files did not reach back to the reported date of event. Hardware analysis of the provided material showed that the spo2 sensor had a weakened clip exposing it to ambient light. During the analysis the material was set up as in the same way as displayed in the video, and the weakened clip led to a high sensitivity to ambient light and motion. The reported issue of false readings could not be reproduced as the monitor did display a waveform, but it was not repetitive enough to detect it as a pulse rate. Instead a *** was displayed in the parameter box and an alarm was generated to alert about the spo2 monitoring issue. After reviewing the videos, it could be determined that the spo2 waveform had enough repetition to be detected as a pulse rate of over 200 bpm for which a hr high alarm was generated. From the ECG waveform though, it was clear to the user that the pulse rate was not over 200 bpm. Although the problem could not be reproduced, it can be determined that the ambient light was the cause due to the high sensitivity of the sensor. This effect of ambient light is a well know limitation to spo2 monitoring. The iacs IFU explains the effect of motion and excessive ambient light during spo2 monitoring. It is recommended to replace spo2 sensors that cannot completely close and are over sensitive to ambient light and motion.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up report.

Event description:
It was reported that, in the case the spo2 sensor clip was not contacted but just next to patient's finger, however, there was spo2 reading on the display.